Event description:
It was reported that the atrial lead exhibited 2500 ohms impedance. Pacing and sensing were possible when output was increased for capture to 7.5 v at 1.25 ms. P waves were measured at 1.25 mv.

Manufacturer narrative:
No medwatch form was received.